Event description:
It was reported by the customer that this event involved a male pediatric pt via femoral insertion. Quinioterapic medication was to be "managed" by the proximal lumen; however, the infusion was for the distal lumen, or vice it turns. Also reported the spring wire guide broke, and the procedure was not stopped. A small segment "not to stay in the vein." Further details have been requested.

Manufacturer narrative:
F/u report will be filed if additional info becomes available.